Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited capacitor charge time limit reached and triggered an alert on merlin notification. The hospital was contacted to bring in the patient for a device change. On (B)(6) 2019, the device was replaced successfully and the patient was discharged home on the same day. There were no reported patient symptoms and the patient was in stable condition.